Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that there was disruption to the proximal stent components at the infrarenal contact zone and that the stent graft had migrated into the aneurysm sac. It was reported that further intervention is not possible. The aneurysm is reported to be pulsatile and has increased in diameter from 61 mm in may 1998 to 76 mm in march 2002. The patient has a co-existing cardiac condition that precludes conversion to open surgical repair. It was reported that the patient would be monitored with ultrasound while the physicians explore possible solutions. No further information is available.

Event description:
Additional info has been received. A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was implanted in 1998. Three-dimensional reconstruction images received by medtronic ave shows what appears to be an angulated aneurysm neck. The implant report states that deployment of the stent graft and the contralateral limb graft was uneventful. The completion angiogram showed a slight endoleak from the right lateral proximal neck of the stent graft. The proximal neck of the stent graft was balloon angioplastied with a 25mm balloon; however, a slight endoleak persisted. It was reported that 28mm aortic cuffs were not available to repair the endoleak, therefore, the physician elected to leave the endoleak untreated with the anticipation that the leak would resolve, or subsequent intervention with an aortic cuff placement would take place. In 1999, the pt was treated for distal migration of the stent graft with the successful placement of a 28mm diameter x 3.75cm length aortic cuff. Angiogram showed the aortic cuff to be not fully opposed; therefore, balloon angioplasty with a 28mm angioplasty balloon was performed. The final angiogram showed no evidence of an endoleak. Info received from the physician in 2002, states that the pt remains a very poor cardiac risk, and a high risk for any intervention. The physician states that the true dimensions of the aneurysm is 5.5cm and is not pulsatile. The physician states that he had decided to continue to monitor the pt for the time being.